Event description:
Caller alleged discrepant inratio2 inr results in comparison to the physician's unspecified meter inr results. Results as follow: date: (B)(6) 2013, inratio inr: 5.2, physician's inr: 3.0. The time between testing was one minute. Therapeutic range 2.0-3.0 for patient. Reportedly, the nurse who performed the test used the same finger and "milked" the finger after the finger stick. The first drop of blood was applied to the physician's meter and the second drop of blood was then applied to the inratio2 meter. There was no reported adverse patient sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.